Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced excessive air bubbles in reservoir. Customer's blood glucose was unknown. Customer was advised that air bubble were too small to be a problem, but customer obsessed over air bubbles. No troubleshooting was performed.